Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with device exhibiting post-sensed t-wave oversensing. Programming changes were made; no further issues reported.